Event description:
Information received indicates the foot end and right head end casters are holding in brake.

Manufacturer narrative:
The technician found the foot end casters were worn and the head end caster stem was broken. The technician replaced the casters to repair the bed.